Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During device replacement, the right ventricular lead showed signs of lead externalization on x-ray. The lead was capped and replaced. The patient is in stable condition following the procedure.